Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a needle anomaly. Customer reported pulling the needle out and the cannula was pulled through along with the needle. Customer's blood glucose was 129 mg/dl. The sensor will not be returned for analysis.